Event description:
A customer reported that their pump was unable to detect the cartridge, resulting in a cartridge change error. Despite attempts to resolve the issue by using different cartridges, the problem persisted. There was no reported adverse impact to the customer¿s blood glucose level. The customer was sent a replacement pump to ensure continued insulin therapy.